Manufacturer narrative:
The bolus wizard functioned properly. The insulin pump had operating currents within specification and passed the functional testing, including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window. The insulin pump was programmed with the correct date and time and several bolus wizard events were programmed. No history anomaly or memory anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that she went to the hospital on (B)(6) 2015 due to a high blood glucose level. The customer was dehydrated and possibly had a diabetic ketoacidosis. The customer was not wearing the insulin pump at the time of the emergency room visit. She was almost off insulin pump therapy for a day. She was told that the insulin pump was not working. The bolus wizard was blank. The customer was taken to the hospital by ambulance. On (B)(6) 2015 the customer woke up with a high blood glucose level of 506 mg/dl. She changed the entire set and her sensor on (B)(6) 2015. The customer's high blood glucose symptoms were nausea and vomiting. The customer treated her high blood glucose level with a bolus wizard. The day before the insulin pump alarmed no delivery several times. In the hospital, they took the insulin pump off to do a chest x-ray. The customer was advised that the device would be replaced and agreed to return the product for analysis.